Event description:
It was reported via repair work order that the headend lift would not lower due to a malfunctioned cpu board and damaged lift motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift would not lower due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the lift motor coupler was also damaged.